Event description:
It was reported that the patient was discharged from the hospital in 2008 for medical issues unrelated to the pump system. The patient was readmitted the following month with decreased level of consciousness and disorientation. The last time the pump was updated was the month before; all programming was confirmed as correct. The pump follow-up hcp wanted the pump stopped, but did not have privileges at the hospital. The representative was at the hospital to ensure that the pump would be stopped. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates bupivacaine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.